Event description:
Related manufacturer report number 2017865-2022-42427 it was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and crosstalk oversensing was noted on the device. Provocative testing was performed, however, the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.